Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Programming changes were made. Patient condition was stable.

Event description:
New information received notes that the post-paced t-wave over-sensing had re-exhibited on the implantable cardioverter defibrillator. Programming changes were made again. Patient condition was stable.

Event description:
New information received notes that the post-paced t-wave over-sensing had re-exhibited on the implantable cardioverter defibrillator. Further information was requested but not received.